Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had a error message ¿diskspace exceed thrash whole'. A field service engineer (fse) addressed an issue where the c drive was full, preventing the application from launching. Upon arrival, the station was turned off; after plugging it in, a full inspection was performed with no signs of burning smell. The c drive was found out of space, so the hard drive was reimaged and fully reconfigured and several pockets had broken lids due to nurses accessing medications prior to arrival, these pockets were removed, and the medications were reloaded. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had burning smell. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.